Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf010 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that there were two needle stick injuries. It was stated when the needle is pulled and secured back into the safety lock, sometimes the tip will not completely retract into the device (even though it¿s lock). The nurses have stuck themselves because they assume the needle has been completely covered. It was further reported that three nurses have had needle sticks, two of which completed bloodwork themselves and also had the patient¿s blood tested for communicable diseases. One nurse declined bloodwork for her or the patient and declined reporting the event. This report addresses the second needle stick and the second of the two nurses who did bloodwork.